Event description:
Prodisc-l implanted at l4-l5. Pt complained of pain and x-rays showed extrusion of polyethylene inlay. Post CT showed bilateral pedicle fracture at l4. Preop films showed normal pedicles. Reportedly, pt did very well until the onset of a bad cold in which severe coughing attacks occurred. If pt agrees to revision, surgeon will revise to alif. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
(B)(4). Implant remains in pt. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.